Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the smartsite did not go liquid, precharge flushing pipe flushing impassability,

Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the smartsite did not go liquid, precharge flushing pipe flushing impassabilit.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 23-nov-2022 . Investigation summary one 2000e china product was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 22035024. The feedback provided by the customer indicates a complete occlusion was detected during use of the smartsite device. A visual inspection of the returned sample did not identify any damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned sample to various syringes from bd stock and flushing with fluid; in each instance, the piston of the smartsite opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22035024 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.